Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant, the patient experienced cardiac arrest and CPR was successfully performed. Upon interrogation it was noted that the right ventricular (rv) lead exhibited loss of capture (loc) with asystole. A temporary pacing wire was placed and further testing was performed. It was noted the rv lead had no capture in unipolar or bipolar configuration when the patient sat up or laid down. A revision procedure was performed as it was determined the rv lead had perforated. During the revision procedure the rv lead was successfully repositioned. No additional adverse patient effects were reported.